Manufacturer narrative:
Analysis of the stimloc screw (lot no. N/a) found thread damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products:product ID: neu_stimloc_acc, lot# unknown, product type: accessory. Other relevant device(s) are: product ID: neu_stimloc_acc, serial/lot #: unknown, ubd: unknown, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's disease. The burr hole cover could not be fixed to the scull because the screw thread on the side of the screw was found to be worn out. Contributing factors included excessive turning of the screw. The device was replaced and the issue was resolved. There were no patient symptoms reported and it was noted the patient was alive with no injury at the time of this report. No further complications were reported/anticipated.